Event description:
It was reported that the patient underwent a lead revision. No reason was provided for the revision. Additional information has been requested from the hcp, but was not available as of the date of this report.